Event description:
The facility reported an infusion pump with a failure code 812:02 on channel b. The failure was reported to have occurred during biomed testing. The hospital representative stated that there have been no reports of any patient injury or medical intervention no additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA jan 26, 2007. Evaluation summary: the reported condition of failure code 812:02 on channel b was confirmed by the baxter repair technician. The failure was determined to be a defective channel b pump head module assembly, which was replaced. The device was tested by the technician.